Event description:
Event description: a physician used a neuroguard stent iep system for patient treatment. The treated segment wasn't overly calcific. The common carotid artery (cca) into internal carotid artery (ica) was straight. The distal ica did have a loop. A 5 mm spider fx embolic protection device was in place right before the ica looped. The device was prepped per the instructions for use (IFU). A 7fr non-medtronic (terumo) sheath was used. There were no other devices used. The procedure went well, everyone was happy, patient was good. However, the patient had an embolic stroke 10 hours post procedure and fully recovered the following day. Physician said the stent and vessel look fine, and he is not sure where the embolic event came from. No further patient injury reported for this event. Investigation: on 12feb2026, additional information from dr. (B)(6): dr. (B)(6) spoke with the physician (summary). Further information obtained from the physician: patient was an asymptomatic 70-year-old male. Ashd w stents. Pad w stents. Atrial fib (eliquis appropriately held). Remote stroke from afib. Progressive carotid artery stenosis on lica. The carotid stent procedure "went very well". Bradycardia with post dilation. Stroke alert 10 hours after procedure. Right upper ext weakness, aphasia. Initial cta/CT brain- ng stent widely patent. No stroke. No large vessel occlusion. MRI next day: consistent w embolic shower left sided. Small hemorrhagic changes. Patient in hospital for 5 days: started pt/ot. Discharged to rehab facility with mild expressive aphasia and right upper ext weakness resolved. Suspected primary cause: idiopathic minor stroke with possible relationship to preexisting conditions including afib and prior cerebrovascular history. Conclusions no evidence of device malfunction or performance deficiency was identified. Reported symptoms most likely related to preexisting conditions. This event is being filed as an MDR as a conservative measure.